Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. The event log did not show any errors. The high voltage cables at the tube were checked for arcing, with negative results. The candlesticks were re-greased. The sys pcbs were re-seated to assure good contact. The regulator filaments were re-calibrated. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No pt was involved as the facility was repairing the sys when the new error displayed the malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had reported dark images and low kv/ma errors during a digital subtraction procedure. The sys was re-booted and finished the procedure without further incident.